Event description:
Per the clinic, the patient's device was explanted in march 2018 (specific date not reported) due to a reported infection. The patient was scheduled to be reimplanted on (B)(6) 2020.